Manufacturer narrative:
Eval, conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had vns generator and lead replacement due to a suspected malfunction. The explanted devices have been returned and are currently in product analysis. Attempts for further info are in progress.